Event description:
It was reported to boston scientific corporation that an 80cm two-port ttp jejunal feeding tube kit (j-tube) was used during a percutaneous-gastrostomy/jejunal tube placement procedure. According to the complainant, post procedure, on (B)(6), 2010 the tube became occluded. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
It is unknown whether the product has ben reprocessed or resterilized. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).